Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device was monitored and no weak battery alarm, off no power alarm or blank display anomalies noted. Device passed self test and displacement test. Device alarmed unexpected restart and reset time after battery change due to faulty c-13 on the interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The patient¿s blood glucose level was 136 mg/dl at the time of the incident. Customer stated she has gone thru 3 batteries in 4 days and she will get an off no power warning. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.